Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to high blood glucose (bg) levels (598mg/dl), and diabetic ketoacidosis. The customer was treated via intravenous insulin. The customer was released from the hospital 4 days later on (B)(6) 2015.